Event description:
It was reported that this right atrial (ra) lead had dislodged and was exhibiting loss of capture. Surgical intervention was performed during an unrelated ablation procedure, and during an attempt to reposition the ra lead, the helix was observed to not rotate properly. The ra lead was eventually explanted and replaced without any further issue. No additional adverse patient effects were reported. This ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead had dislodged and was exhibiting loss of capture. Surgical intervention was performed during an unrelated ablation procedure, and during an attempt to reposition the ra lead, the helix was observed to not rotate properly. The ra lead was eventually explanted and replaced without any further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The dislodgement allegation could not be confirmed.